Manufacturer narrative:
Continued h.6. Health effect - impact codes: f0101. Clarification to d.6a.: (B)(6) 2018 to (B)(6) 2021. Article citation: ruparelia, sunil, et al. ¿efficacy and safety outcomes of xen implantation and gonioscopy-assisted transluminal trabeculotomy for the management of advanced open-angle glaucoma.¿ journal of current glaucoma practice, vol. 17, no. 2, july 2023, pp. 63¿67. Https://doi.org/10.5005/jp-journals-10078-1394. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Reported events of 3 patients with transient hyphema (resolved within 1 week); unknown eyes required topical iop-lowering drops; 9 eyes classified as surgical failures (required surgical intervention or experienced loss of light perception)" were noted in the article: "efficacy and safety outcomes of xen implantation and gonioscopy-assisted transluminal trabeculotomy for the management of advanced open-angle glaucoma." J curr glaucoma pract. 2023;17(2):63-67.